Manufacturer narrative:
Title: effect of the use of reinforced stapling on the occurrence of pancreatic fistula after distal pancreatectomy source: annals of surgery volume 276, number 5, november 2022 d10 concomitant product/s: unknown egiatrsrr unknown reinforced reload lot #:unk unknown endo gi unknown endo gia instrument lot #:unk unknown egia su unknown endo gia sulu lot #:unk h6 patient codes - e2402 (death, severity 5) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between august 2017 to april 2021 regarding a study to evaluate the impact of the use of a reinforced stapler with that of a standard stapler for closure of the pancreatic parenchyma during distal pancreatectomy on 199 patients. Patients were randomized in 2 groups for the use of a standard stapler or a reinforced stapler to close remnant pancreatic parenchyma. There were 99 patients in the standard stapler group and 100 patients in the reinforced stapler group. There was one death in the simple stapler group due to unspecified cause. Effect of the use of reinforced stapling on the occurrence of pancreatic fistula after distal pancreatectomy aude merdrignac, md, phd, jonathan garnier, md, safi dokmak, md, nicolas regenet, md, mickaël lesurtel, md, phd, jean yves mabrut, md, phd, antonio sa cunha, md, phd, david fuks, md, phd, damien bergeat, md, fabien robin, md, estelle le pabic, msc, karim boudjema, md, phd, olivier turrini, md, phd,§ bruno laviolle, md, phd, and laurent sulpice, md, phd 2022